Event description:
Hospital reported the tubing was leaking at the adaptor and that air pockets were present in the tubing. This occurred during a heparin drip.

Manufacturer narrative:
Manufacturer's report date 12/24/98. One sample was received for evaluation.